Event description:
It was reported shadows were appearing on the image during a therapeutic urgent elective laparoscopic pyeloplasty procedure for ureteropelvic junction (upj) obstruction while the patient was under anesthesia. The procedure was discontinued and the patient was rescheduled for two days later. The procedure delay did not cause any deterioration to the patients state of health.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the video optics were damaged by an external force which resulted in the reported reflection in the image. However, the root cause could not be determined. This supplemental report includes a correction to d9 from the initial medwatch. Olympus will continue to monitor field performance for this device.